Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had a broken cannula. The following information was provided by the initial reporter, translated from japanese: "there was one needle broken at the stage before use."

Manufacturer narrative:
H.6. Investigation: customer returned images of a 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd found that the needle hub had separated from the barrel of the syringe. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had a broken cannula. The following information was provided by the initial reporter, translated from japanese: "there was one needle broken at the stage before use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.